Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not switch on. Upon some functional test, fse found the power distribution module was defective. Fse replaced the pdm 24v power supply. After the replacement of the power distribution module 24v power supply, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not switch on. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.